Event description:
It was reported that during central processing, the tenaculum forceps instrument had a frayed cable. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The tenaculum forceps instrument was analyzed and was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. These cables are exposed at the instrument tip and control movements at the wrist. The complaint was confirmed by failure analysis.